Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had high blood glucose of 254 mg/dl because his sensor needle was breaking off inside the serter. Customer stated that when he removed the sensor from the pedestal the sensor detached and needle stays in serter. Nothing further was reported.